Event description:
Hcp reported left-side "folds" and "content adjacent to the implant on the left, suggestive of seroma" and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade IV.